Event description:
N/a

Manufacturer narrative:
Trackwise ID # (B)(4). Trend analysis: (4110/213& 67) the overall 24 month product complaint trend data for the period jul 2019 through jun 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213& 67) communication/interviews were performed to obtain all possible information. Device not returned: (4114/ 3221& 67) despite request and/ or customer indicated that the device would be returned; however, no device was returned. This is a reusable OEM device; therefore, a lot history/serial number review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using hemopro2 extension cable, customer said they are having issues connecting the hp2 extension cable vh-4030. No patient involvement.